Manufacturer narrative:
The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2020 (5 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. The affected pump has not been returned to the manufacturer. A detailed investigation report will be provided as soon as it is available.

Event description:
Berlin heart was informed by the clinic about the exchange of the excor blood pump of a patient supported in the lvad configuration. The pump was exchanged due to incompletely filling and emptying. A membrane defect was suspected and the affected blood pump was exchanged by trained professionals at the clinic. The exchange was performed without complications and the patient is doing well.

Manufacturer narrative:
Initially, the site reported the wrong serial number and was included in the initial MDR. The serial number was corrected in this report after verifying the returned pump.during initial visual examination of the returned blood pump, thrombi were found in both valves. Dimples on the membrane surface and graphite particles in the air chamber could not be detected due to external contamination of the blood pump.after cleaning, the blood pump was tested for functional performance, where it was fully filling and emptying. No dimples on the membrane surface were seen, loose graphite particles could be detected in the air chamber and on the stabilization ring.the pump was then disassembled for further testing and the membrane layers were individually examined. All three layers of the triple layer membrane were found to be intact. Graphite agglomerates were found in the membrane interstices. No defect could be detected. No problems with filling or emptying were found after the blood pump was cleaned. The cause of the intermittent filling and emptying is probably related to the influence of the cannula position observed by the clinic. The incomplete filling and emptying of the blood pump, led to a reduced flow of blood, which resulted in favorable conditions for thrombus formation. The cause of the dimples on the membrane surface is most likely due to graphite agglomerates found between the membrane layers. These graphite particles could be seen as dimples on the membrane surface, which led to a recurring optical abnormality. During production of the excor blood pumps, graphite powder is applied to both surfaces of the air-side layer and middle layer and to the inner surface of the blood-side layer of the triple layer membrane. Once the pump is in use on a patient, some graphite powder particles might come loose from the outer surface of the air-side layer. In this case, graphite particles got loose most probably due to friction between the membrane and the stabilization ring and were therefore visible in the air chamber on the stabilization ring and on the inner wall of the pump housing. However, the presence of graphite particles in the air chamber of the blood pump has no influence on the performance of the blood pump.